Event description:
It was reported that the implantable cardiac monitor (icm) had some undersensing of premature ventricular contractions which were occurring within the normal sensed rhythm which was causing the bradycardia criteria to be met. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).